Manufacturer narrative:
One osseotite implant was returned for inspection a visual inspection revealed that the drive feature contained the fractured piece of screw, which could not be removed. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A singular cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (uniht) fractured inside of the implant. The implant had to be removed. Tooth location 11.